Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05687 for a description of the other device. It was reported to boston scientific corporation that an pinnacle anterior apical pelvic floor repair kit was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced urinary problems, recurrent incontinence, and pelvic pain. All other information is unknown.

Manufacturer narrative:
The reported lot number, oml9071701, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.